Event description:
It was reported the customer received multiple occlusion alarms followed by a cartridge alarm. There was no impact to customer's blood glucose level. Customer was able to load a new cartridge and resume insulin.

Manufacturer narrative:
No product returned for evaluation. Should new info become available, a follow up report will be submitted.